Manufacturer narrative:
Unit received with intermittent buttons due to unlocked j2 connector at lcd board. Unit received with cracked case at display window corners and belt clip slot. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's escape button was intermittently responsive. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.